Manufacturer narrative:
The device was returned to a manufacturer investigation laboratory. The device has been externally and internally inspected by the manufacturer. The evaluation result found dust, unknown contaminant, hairlike particles, water ingress in the device. The water tank was cracked. The manufacturer confirmed no evidence of degraded sound abatement foam and was unable to directly address the symptoms or complaints.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the device is very noisy. The patient alleges headache. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device returned to philips and investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.